Event description:
The hcp reported that the pt had a return of symptoms while at home (symptoms not specified). In 2008, the pump was interrogated in the clinic; pump logs showed that the critical alarm was occurring, and the pump was in the minimum rate infusion mode. The pump had gone into safe state mode on four days earlier. No other events were noted in the pump logs. It was the first time the event occurred. The pt was in the normal refill cycle and hadn't had a magnetic resonance imaging. The pump was used to deliver dilaudid 10 mg/ml. A follow-up report will be submitted if add'l info becomes available.

Manufacturer narrative:
.